Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was impacted. As the cartridge and infusion set had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed. The contact indicated that the bg level had decreased.